Event description:
Patient with a six week history of afib. Attempted to cardiovert using a zoll m series biphasic defibrillator. The first shock was at 100 joules, 2nd shock 200 joules with no affect on the rhythm. Changed to a different manufacturer's 360 joule biphasic device and cardioverted to a sinus rhythm with a single shock at 360 joules.